Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed asa result of this malfunction. It is reported that territory manager *tm), (B)(4), had a meeting scheduled for (B)(4) 2014 to obtain add'l info. A call has also been placed to complainant (nurse) for add'l details. Convatec will continue to track and monitor such complaint according to convatec inc's complaint handling and CAPA procedures. No add'l pt/event details have been provided to date. Should add'l info become available, a follow up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific mfg site. A return sample for eval is not expected. (B)(4).

Event description:
It is reported that territory manager received info via the ICU manager that a nurse experienced difficulties in deflating the balloon while device was in pt's rectal vault. The fms was inserted on (B)(6) 2014 to provide a retention enema for elevated potassium (k). The nurse noticed the fill indicator was unevenly bulging and wanted to remove some fluid. When the nurse attempted to remove fluid she was not able to expel any from the syringe. She manipulated the tubing and after lubricating the rectal area well she removed the intact balloon from the rectum. There was no injury noted. She inserted a new device and the pt is doing well. The lot number was not available but it did have a black clip.